Event description:
It was reported that the paddle of the recharger has been becoming hot while charging their ins. In addition, the ac power cord won't charge the controller when connected. The pt confirmed the green light illuminates on the ac power cord when connected to a power source. They refused removing the battery pack and said they already tried that last night and "nothing works". They later called back reporting they didn't receive the replacement ac power cord; both the recharger cord and the ac power cord don't work. Pt also stated they dropped their controller. Pt confirmed their controller was charged to 40% and their ins was depleted. The patient removed the battery pack from the controller and connected it to the ac power cord. Pt confirmed the controller powered on and placed the battery pack back in the controller. Pt stated the controller then prompted them to charge the controller but the controller won't charge. Pt also mentioned they're in "full pain again" due to being unable to use their therapy. Pt stated they use their therapy about 98% of the time and never let their ins battery deplete past 50%. A replacement recharger telemetry module (rtm) and controller were sent out. Additional information was received from the patient and manufacturer representative (rep). Patient called back escalated stating they were in pain and they could not go without their scs since their spine was out of alignment and could hardly move without the scs. Pt noted they had been sent out a new controller and rtm but not a new controller battery pack. Pt noted they needed a new controller battery since the battery was bad. Patient was with their rep. Pt noted they had received a software problem and they kept on receiving try again message. During call representative noted the controller battery pack was separated and the casing had fallen apart. Pss reopened the case to email repair requesting a new battery be sent out to the pt. Ps agent informed pt that we were currently out of battery packs and we do not know how long we would be without battery packs for the controller. Pt noted this was ridiculous. The rep has patient's controller and recharger to return to repair on patient's behalf but didn't have box with prepaid fedex label. The rep stated recharger was replaced to due issues noted in 97755 fca (fraying at connection site between cord and paddle). Caller stated that patient's battery pack is bad because they opened up controller today and saw the plastic casing of the battery pack had separated and part of it was stuck in the controller and the inner workings of the battery pack were visible. Caller stated the replacement controller was working well enough so that they could pair replacement controller to patient's ins today. Caller stated as soon as they left the room patient received another software problem message. Caller stated that patient and family member were verbally abusive during the appointment and that patient has had to reset controller many times and is hard on the equipment. Caller requested that repair always send replacement battery pack when sending replacement controller - tss reviewed information and expectations around this. Pt called back repeating information previously documented in this case. Pt stated their battery pack broke apart and called earlier in the week but was told battery packs are currently on back order. Ps reviewed information and sent email to repair to replace battery pack. Pt repeated that they've had about 4 battery packs break apart. Pt confirmed they use a tool to remove the battery pack from the controller. Ps reviewed that pt shouldn't use a tool and this is most likely why the battery packs continue to break apart.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found the cable insulation was peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt sent back replacement recharger telemetry module (rtm) with no info.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# (B)(6) serial# implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis found device got hot after running it at donut end. Poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.